Event description:
It was reported the deflectable videoscope switch operated and took pictures even though it was not pressed to take pictures. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h4,h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, it is presumed that the device was damaged during user handling and water invaded the device from the location. Then circuit board inside remote switch was damaged, causing the suggested event. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU)which states: ltf-190-10-3d operation manual chapter 3 preparation and inspection user may reduce/prevent occurrence of the suggested event by handling the device in accordance with IFU below. Ltf-190-10-3d reprocessing manual chapter 1 general policy 1.4 warnings and precautions :perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Olympus will continue to monitor field performance for this device.